Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been received for evaluation; however, investigation is not yet complete.

Event description:
An event involved a chemosafelock bag spike it was reported that there was air intrusion. There was no reported patient involvement.